Event description:
Notified of event on 6/7/01. Pt had a port-a-cath placed. The device apparently did not work and the pt received chemo through vein access. While undergoing a routine CT scan it was discovered that the catheter had broken off and approx a 6 1/2 inch piece of the catheter was found to be lodged in the region of the right atrium extending into the hepatic vein region. The pt underwent immediate angiography for removal of the catheter. It was removed without difficulty. The pt suffered no adverse effects. The pt underwent surgery to have the main body and the remaining catheter removed. This was done without difficulty and without adverse effect to the pt.